Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not recharge or use their scs system since january 2018. (Ref MFR. Report#1627487-2018-03612). Reportedly, the ipg would no longer communicate with external devices and was deemed inoperable. As a result, surgical intervention is pending to address the issue.